Event description:
I started having problems with my neurostimulators in the early part of 2021 not working properly which caused problems in the back and legs. Dr (B)(6) evaluated my issues and stated that my battery had to be replaced. This took place in (B)(6) of 2022. Due to the fact that my battery malfunction, this caused me a lot of excruciating pain and discomfort. I am now on a walker full time. Test performed by boston scientific representative within a medical facility. FDA safety report ID # (B)(4).